Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during positioning of an embolization coil in a posterior communicating artery aneurysm, the coil stretched and was not immediately recognized during the procedure. The patient was reported to have developed stroke symptoms post operatively. The relationship of the device to the reported patient outcome is unknown. No further information regarding the procedure or patient condition has been provided.